Event description:
It was reported the pt was at stimulation off during the first post-operative programming appointment. The ipg was observed to have a low battery warning. The pt was instructed to fully charge the ipg. The system was successfully programmed and stimulation was captured. The issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.